Event description:
It was reported that the patient presented remotely via merlin.net. A review of the transmission showed that the implantable cardiac monitor (icm) was under-sensing. No interventions were made. The patient was in stable condition.